Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. The events of acute appendicitis and enteritis are deemed not device related but considered unexpected adverse drug experiences.

Event description:
Healthcare professional reported the non device related events of ¿tear meniscus in knee¿, ¿upper respiratory infection¿, ¿chronic periodontitis¿, ¿chronic pharyngitis¿, ¿temporomandibular disorders tmd¿, ¿cough¿, ¿upper respiratory infection¿, serious adverse event of ¿acute appendicitis¿, ¿rhinitis¿, serious adverse event of ¿enteritis¿, ¿upper respiratory infection¿, and ¿irregular menstruation¿ after a subject was injected in the chin with juvéderm® volux¿ . Treatment was noted as ¿flurbiprofen cataplasms 40mg¿, ¿yun nan baiyao plastee 1 tablet¿, ¿paracetamol 1 qd¿, ¿xi pa yi gu yin ye (chinese patent medicine) 10ml¿, ¿fu fang shuang hua pian (chinese patent medicine) 2.48g¿, ¿cefuroxime axetil tablets 0.25g¿, ¿diclofenac sodium enteric-coated tablets 100mg¿, ¿montelukast sodium tablets 10mg¿, ¿niuhuang shedan chuanbei ye (chinese patent medicine) 10ml¿, ¿paracetamol 3 tablets¿, ¿cefuroxime axetil tablets 0.25g¿, ¿metronidazole tablets 0.2g", "compound ephedrine nasal drops" 1ml, ¿montmorillonite powder 6g¿ and ¿levofloxacin tablets 10g." ¿tear meniscus in knee¿, ¿chronic periodontitis¿, and ¿chronic pharyngitis¿ are ongoing at this time. The other events have been resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.5a., a.6., d.1., d.4., d.6a., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported the non device related events of ¿tear meniscus in knee¿, ¿upper respiratory infection¿, ¿chronic periodontitis¿, ¿chronic pharyngitis¿, ¿temporomandibular disorders tmd¿, ¿cough¿, ¿upper respiratory infection¿, serious adverse event of ¿acute appendicitis¿, ¿rhinitis¿, serious adverse event of ¿enteritis¿, ¿upper respiratory infection¿, and ¿irregular menstruation¿ after a subject was injected in the chin with juvéderm® volux¿ . Treatment was noted as ¿flurbiprofen cataplasms 40mg¿, ¿yun nan baiyao plastee 1 tablet¿, ¿paracetamol 1 qd¿, ¿xi pa yi gu yin ye (chinese patent medicine) 10ml¿, ¿fu fang shuang hua pian (chinese patent medicine) 2.48g¿, ¿cefuroxime axetil tablets 0.25g¿, ¿diclofenac sodium enteric-coated tablets 100mg¿, ¿montelukast sodium tablets 10mg¿, ¿niuhuang shedan chuanbei ye (chinese patent medicine) 10ml¿, ¿paracetamol 3 tablets¿, ¿cefuroxime axetil tablets 0.25g¿, ¿metronidazole tablets 0.2g", "compound ephedrine nasal drops" 1ml, ¿montmorillonite powder 6g¿ and ¿levofloxacin tablets 10g." ¿tear meniscus in knee¿, ¿chronic periodontitis¿, and ¿chronic pharyngitis¿ are ongoing at this time. The other events have been resolved.